Event description:
During a ptca treatment procedure the viva balloon ruptured at 6 atms on the third inflation. (The initial inflation was to 6 atms and the second inflation was to 8 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in an unspecified coronary artery. The viva balloon catheter was removed and replaced with another viva balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.